Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Since (B)(6) 2015, the right ventricular (rv) lead pacing impedance measured between 1562 and 1891 ohms. There was zero open circuit paces.

Event description:
It was reported that right ventricular (rv) lead experienced a lead warning and infinite lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.